Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath in the right common femoral artery). The duett was deployed at 13:00 with a small hematoma (2 x 2 cm) noted at 13:05. One hour later, a 6 x 6 cm hematoma had formed over the pubic bone. Manual compression was held, followed by a femstop. Subsequent follow-up showed the femstop to be placed incorrectly, and the pt had developed a scrotal hematoma, and an ultrasound was ordered. An ultrasound later confirmed that the bleed had stopped. The event was resolved.